Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the cartridge split lengthwise. There was reported patient contact but no reported patient impact. Additional information was requested and received.